Manufacturer narrative:
On 07/06/2017, the subject bronchoscope was inspected and found to have portions of the distal end cap and glue missing. Repair history shows a pattern of physical damage exerted onto the scope by the customer, and failure to have the device serviced in regular intervals. An in service will be scheduled with the customer to review cleaning and handling recommendations.

Event description:
The customer reported a bronchoscope had pieces of the distal end break off during a procedure. All pieces were retrieved from the patient. No patient injury reported.